Event description:
I had an allergic reaction to cardinal health topical skin adhesive that was used during a surgery. I have since found out that 3 other patients after me had the same problem within a few weeks. Date the person first started taking or using the product: (B)(6) 2022.